Event description:
During evaluation of a homechoice (hc), the baxter product analysis laboratory determined the device failed the therapy monitored volume performance specification test. No allegations were made by the customer against any of the dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The device evaluation is in progress, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The hc was evaluated by the product analysis lab (pal). The assignable cause of the returned instrument test/evaluation (rite) failure was determined to be a cracked door piston. The hc will be sent to service and the piston will be scrapped. Baxter has conducted a trend review and found that similar reports have been received for the reported problem and will continue to monitor this product line and take corrective/preventive action as needed.